Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 19-sep-2025, it was reported that a beta bionics ilet user experienced hyperglycemia with a blood glucose value of 400 mg/dl. A full supply change was performed, after which insulin delivery resumed and glucose values decreased. No outside medical intervention was required.